Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient was admitted to a hospital for central vascular surgery and subsequently developed acute renal failure. It was further alleged that the patient experienced a left hemiparesis during hemodialysis treatment the following day caused by the product administered for that dialysis treatment.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00081 and 1225714-2016-00082.

Event description:
The plaintiff's attorney alleged the patient experienced hemiparesis during hemodialysis treatment. The patient had been admitted to the hospital and underwent central vascular surgery. Post surgery the patient went into acute renal failure and required dialysis in which the patient experienced hemiparesis. The outcome, status of the patient was not provided.

Manufacturer narrative:
Section b5- upon review, section b5 was corrected to accurately reflect the reported event. Section g3- section g3 was corrected indicating report source as consumer which was not reflected in initial MDR report. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00081 and 1225714-2016-00082. Additional information has been requested and will be submitted upon receipt accordingly.